Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced at power up. Engineering investigation found the magnetoresistive sensor on the encoder board to be detached from the encoder board and resting in the cavity between the magnet wheel and the outer housing. System error 105 was also confirmed through a review of the event history log and found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during biomed testing. It was also reported there was no patient involvement.